Event description:
It was reported that the patient experienced glans erosion, caused by the left cylinder of his inflatable penile prosthesis (ipp). All the components but the reservoir were explanted. A new spectra was implanted only at the right corpora. Once the patient's left corpora heals, the left spectra will be implanted. The patient's outcome is good. No more information is available at the moment, additional information will be provided as it becomes available.